Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the left side of the connection on the external pulse generator was broken. The generator was returned for service and calibration. No patient complications have been reported as a result of this event.

Event description:
It was reported that the left side of the connection on the external pulse generator was broken. The generator was returned for service and calibration. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event. The epg (external pulse generator) failed testing due to a broken atrial output connector. The battery contacts were also found to be compressed, the battery drawer, upper/lower cases, and both bail covers were broken, one case screw was missing, and the keyboard was scratched. (B)(4).